Manufacturer narrative:
The service engineer (se) inspected the device, installed a new battery pack, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator breath delivery (bd) audio failed on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Correction: date received by MFR should be 2017-08-28. If information is provided in the future, a supplemental report will be issued.